Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 389 mg/dl after a large pasta meal when the meal was not announced to the ilet pump, and the agent advised allowing the correction algorithm to bring glucose back to range. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified that involved a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.